Event description:
Customer reported generator not booting up. No patient injury was reported.

Manufacturer narrative:
The service rep installed software and confirmed system operation. System functions as intended.